Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited intermittent undersensing and inappropriate mode switches. The device was reprogrammed. The patient remained asymptomatic and would continue to be monitored.